Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, or other source documents for review. When lot numbers were received for the explanted devices, the device history records were reviewed, and found to be conforming. The need for further corrective measures is not indicated at this time.

Event description:
It was reported that pt had a hemi shoulder replacement in 2008. At a follow up visit, an x-ray revealed that a screw from the trial anatomic head had fallen ou,t and was in the pt's soft tissues. At about 3 weeks post-procedure, pt came back to the or and had the screw removed. The hospital indicated that due to the rotation of the initial post-op film, the screw could not be seen because it was behind the prosthesis in the x-ray.